Manufacturer narrative:
The problem was due to spacer wrong installation (by the user) and irregular "scanner writing" set-up. After the repair and the verification performed by tech, the laser system restarted to work properly. The device is not directly sold in the us market, but we reported this malfunction because it is similar to products with k123573 510(k) number.

Event description:
The laser system has the following problem: "scanner" malfunction. Skin redness, side effects recovered after treatment.